Event description:
The reporter stated the pt had pseudoexfoliation syndrome, which caused the pt's capsule bag to be loose and the zonules weak. When the surgeon inserted an aa4203tl toric silicone single piece lens, the lens would not stay in place in the eye. The surgeon enlarged the incision to remove the lens in one piece within the same surgery and an anterior chamber lens was implanted. Sutures were required to close the incision. The surgeon stated this event was pt related due to the pt's condition and was not lens related. The pt is doing very well.

Manufacturer narrative:
Incision sutured. No lens malfunction. Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.